Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the laser cut filter was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, we confirmed that the nozzle gluing missing, the light guide cable cut, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.